Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found, and the returned device indicated a missing set screw.

Event description:
It was reported that the screw could not come out of the implantable pulse generator (ipg) with the product screwdriver. However, the screw was able to be removed out of the ipg with a non medtronic screwdriver. The ipg was removed and replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.